Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one euphora rx coronary balloon catheter, the balloon burst during balloon inflation. The target lesion exhibited severe tortuosity, severe calcification and 99% lesion stenosis. The balloon ruptured during inflation while attempting to prepare the lesion for a larger balloon to cross. The device was inspected prior to use with no issues noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the balloon burst during the first balloon inflation. The target lesion was located in the proximal popliteal artery. The device was being used to pre-dilate a lesion. Negative prep was performed with no issues noted. Resistance was not noted while advancing the device. The device was not moved or repositioned while inflated. Product analysis summary: the device was returned for evaluation. The device returned with the balloon in a post inflated state. The distal tip exhibited mild deformation. A longitudinal balloon burst was observed on the balloon material along the balloon working length. The balloon could not be pressurized due to the balloon burst. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.